Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported damage on the communication cable coating, leaving electrical components exposed, no image or operational failures during inspection for use involving an olympus autoclavable camera head. The customer suspected that the cause of the damage on the communication cable coating, leaving electrical components exposed was due to handling with sharp objects. There were no reports of patient harm.